Event description:
The customer reported to olympus, the patient developed a prostate infection after undergoing a diagnostic endoscopy/colonoscopy procedure. The patient allegedly had a positive culture for multi-drug resistant e. Coli. There was no clinical evidence provided to the customer, only verbal speculation from the patient. The customer stated the patient developed a prostate abscess, and it was unknown how the infection was treated. The current condition of the patient was reported as normal. The customer reported the procedure was completed using the same colonovideoscope and gastrointestinal videoscope, and there was no evidence of device malfunction. The cleaning, disinfection, and sterilization (cds) evaluation was performed by the customer. Patient identifier (B)(6): pcf-h190dl, serial (B)(4). Patient identifier (B)(6): gif-hq190, serial (B)(4).

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. The facility did not investigate whether other patient(s) whose procedure was performed with the device used by the infected patient developed an infection after the procedure. The device was used for procedures after the event. The device was stored at room temperature at the facility after the event occurred, and it has not undergone additional processing, except for the reprocessing immediately after the procedure. Precleaning was not delayed after the procedure. The customer reported water was not aspirated through the instrument/suction channel with a suction pump during precleaning. There were no abnormalities with reprocessing accessories, and manual cleaning was performed within an hour after the procedure. Presoaking was done and the device passed the leak test. The detergent solution used was mckesson multi-enzymatic. The following were brushed: instrument channel, suction channel, balloon channel, air/water valve/suction valve, and biopsy valve. For manual disinfection, the customer used steris revital-ox resert, all channels were flushed with an immersed in the disinfectant, and tap water was used in the final rinse. The aer used was the olympus oer-pro with the olympus endoquick detergent and olympus acecide-c disinfectant. The customer reported all channels were connected with tubes when the endoscope was setting up into the aer. The disinfectant solution was before the expiration date and met the minimum effective concentration. The water filter was replaced within the specified period, and the rinse water treatment system had no abnormality. After the disinfection process, the customer wipes with clean towel/paper, wipes with sterile paper, or does not dry the endoscope. A drying cabinet is used for endoscope storage. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. This event has been reported by the importer on MDR#2429304 - 2022 - 00454.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the legal manufacturer's investigation for the white residue that was observed during the evaluation of the returned device. A review of the device history record found no deviations that could have caused or contributed to the white residue. Based on the results of the investigation, the white residue was visually confirmed, but could not be identified. It is possible that the event was due to the customer's reprocessing, which deviated from the device's instructions for use, since the customer confirmed water was not suctioned from the biopsy channel with a suction pump during pre-cleaning. However, a definitive root cause could not be determined. The customer declined the offer of a reprocessing in-service from olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned for inspection, and the findings are as follows: mq performed a visual inspection on device in the as received condition. The complaint device was inspected using an olympus borescope to verify the condition of the biopsy and suction channel. The borescope was first inserted into the biopsy channel, starting from the distal end side. Once the borescope was inserted, white residue on the stainless-steel of the c-body and excessive scrape marks were discovered on the wall of the channels. The borescope was inserted further in and noted light scratches on the wall of the channel. The borescope was removed from the biopsy channel and re-inserted in through the suction cylinder. Upon entry, the suction channel appeared normal throughout the entire length. No signs of foreign material were present during the inspection. In addition, the distal end of the scope was inspected under a microscope to verify the condition. Additional findings include cracking, discoloration, peeling missing, and lifting on both sides of the section cover glue (adhesive). It was noted deterioration and pinholes in the glue around lenses. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, although patient infection was suspected, a root cause could not be determined. Since the user did not wish olympus to perform culture testing by the third-party labs, a test was not performed on the device. The user sent the devices to an independent lab and neither of the two devices had any abnormalities. In addition, the user conducted an internal investigation, and found no related confirmed infections. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
The following additional information was received from the customer: the user sent the devices to an independent lab and neither of the two devices had any abnormalities. In addition, the user conducted an internal investigation, and found no related confirmed infections.